Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to pair with the system multiple times, and the user was advised to replace the sensor and contact the cgm manufacturer for replacement; blood glucose management was not affected. Symptoms included no adverse clinical symptoms. Outcomes included no impact on health status, no hospitalization, and no medical intervention required. Investigation included troubleshooting and user education on sensor replacement and pairing workflow. Investigation of this case revealed a pairing failure attributed to the external cgm sensor, with no malfunction identified in the ilet system. It was concluded, based on previously established findings for similar reports, that the cause was an issue with the external cgm connection outside the ilet device.